Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product leaked and it was replaced with a new one.

Manufacturer narrative:
(B)(4). The customer reported the catheter leaked during use. The customer returned one snaplock adapter and one epidural catheter. The components were received connected. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical but used. Adhesive material can be seen on the outer extrusion and biological material can be seen between the inner coils. No other defects or anomalies were observed. A functional leak test was performed per mrq 000017 section 7.5 rev. 7 using the returned catheter and returned snaplock adapter. The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leak was detected. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of the catheter leaking could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. The returned components passed a functional leak test. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend related events.